Event description:
Ablation portion of concomitant CABG/ablation procedure completed uneventfully off pump. Patient was then put on pump for CABG procedure and when taken off pump significant bleeding occurred. Surgeon indicated that there were areas of the heart with extremely thin/fragile tissue that hindered repair. Surgeon reiterated that the incident was not related to the ablation device.

Manufacturer narrative:
None